Manufacturer narrative:
In the case description, it is reported that the user passed away after being hospitalized for high bg levels while the pdm was in use. The pdm was returned with the battery depleted and the pdm was allowed to charge prior to investigation. The pdm powered on to a reset clock alarm which, due to the required date change, prevented the pdm insulin history from being viewed during the investigation. No pdm alarms were observed on the date of occurrence and no irregularities or discrepancies were observed in the android log files that would indicate the pdm was failing to deliver insulin during operation. The .ibf file does not show any recorded basal insulin delivery values for when the pdm was in use by the user. It was verified that the system was delivering basal insulin during operation and on the date of occurrence within the android log files. During investigation, the pdm was successfully paired with a pod and completed delivery testing without issue. The pdm had successfully saved both the bolus and basal insulin amounts within the pdm history, indicating no issue with the pdm recording the full amount of insulin delivered. No damages or defects were observed during investigation that would inhibit the pdm from communicating successfully with a pod and delivering insulin.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 500 mg/dl drowsiness and loss of consciousness, while wearing the omnipod device. No information was provided on the type of treatment given at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Per new information the following were updated. B2 - outcomes attributed to ae, added death code. B5 - describe event or problem, added information as the patient passed away. H6 - adverse event problem, added death code.

Event description:
It was reported that the patient passed away after being hospitalized due to hyperglycemia. The pod was discarded by medical staff and only the personal diabetes manager (pdm) is available for return.

Manufacturer narrative:
H2 - if follow up, what type? Changed from blank to correction / additional information.